Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. The unit was powered on with a known good ac adapter, a known good lung and a known good circuit connected. The unit was powered on and boot up with no abnormalities. The unit passed 122.9 hours of extended bench testing at the customer's setting. The unit also passed the initial final test and initial alarm volume test with no abnormalities or alarm conditions.

Event description:
It was reported to vyaire medical that while in use on a patient, the ventilator suddenly gave a "hi pressure" alarm and the safety valve opened and the ventilator stopped ventilating. The patient was quickly placed on a back up ventilator with no injury.